Event description:
It was reported during deployment the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Currently pending device and incident evaluation. Device model number and serial number are currently unknown. This is being reported due to the customer's description of the event.